Event description:
An eyecare practitioner has reported that a consumer presented with a 5 mm central corneal infiltrate with overlying staining associated with wear of focus night and day lenses. Wear history of 30 day extended wear schedule. The ulcer produced mild pain, but no anterior chamber reaction. The event resolved after an unk treatment with no scarring and no loss of visual acuity. No further info is available at this time.